Event description:
Through follow up with the health care provider, it was learned the 27mm mitral valve was explanted due to posterior annular disruption/pseudoaneurysm resulting in cardiopulmonary arrest. Documentation reportedly states the patient had "a slow recovery with heart failure, requiring inotropic support and respiratory insufficiency, requiring prolonged vent support. The patient was extubated and heart function was slowly recovering when on post operative day seven (7) the patient went into cardiopulmonary arrest, requiring CPR. "An echocardiogram reveals a large pericardial effusion. The patient had a CT scan with IV contrast, showing possible contained pseudoaneurysm in the posterior aspect of the annulus of the mitral valve. The patient was brought to the operating room on urgent basis to evaluate and explore." Procedure findings indicated that "the patient had a posterior clot with a posterior mitral valve annular disruption. There was no significant blood or effusion anteriorly, over the right side of the pericardial wall as well as the diaphragmatic aspect. The patient had extremely friable tissue and the external control of the hematoma was not possible. The patient was returned on cpb and repair was performed within the left atrial and left ventricular aspect." The 27mm mitral valve was explanted and a 25mm 6900ptfx bioprosthetic valve implanted. It was reported that the 27mm valve appeared to be seated well, but "the flow surrounding the annulus was worrisome for a contained pseudoaneurysm." The surgeon reported that the visualization of the mitral valve during the explant was poor and the patient's tissue was extremely friable so a patch repair was required. The patient tolerated the procedure well. Patient was transferred to the cardiac surgery intensive care unit with stable hemodynamics.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 27mm bioprosthetic mitral valve, implanted twenty-two (22) days, was explanted and replaced with a 6900ptfx 25mm. No additional information has been provided.

Manufacturer narrative:
Device not returned. It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the surgeon explanted the 27mm mitral valve and implanted a 25mm mitral valve 22 days post-operatively suggesting there was a sizing issue. However, without a response from the health care provider or return of the device for evaluation, we are unable to investigate into the root cause for this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturing narrative: it was confirmed this device is not available for return and evaluation. Additional information received indicated there was no malfunction of the device. All available information has been provided.